Event description:
Implant was placed 8/28/97. It failed due to infection and mobility and was removed 10/8/97. One person affected.

Manufacturer narrative:
The lot number was received and a device history review conducted, with no deviations found. Co's conclusion remains the same: infection is the probable cause of failure.